Event description:
An endurant ii stent graft system was inserted in a in a patient for the endovascular treatment of a 58.65mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently in the emergency room on with abdominal/back pain. A ruptured infra-renal aneurysm was discovered via CT scan. The patient was transferred directly into surgery where the physician explanted the endurant stent graft. Per the physician the cause of the event was due to persistent type ii endoleak resulting in proximal neck dilatation leading to proximal graft migration of 5-10mm and an eventual type 1a endoleak which was noted at the time of explant surgery. No additional clinical sequelae were reported and the patient is fine.